Event description:
It was reported that the right atrial (ra) lead exhibited impedance measurements that appear to have continuously climbed since implant, which has rendered the patient unable to get a magnetic resonance imaging (MRI). The ra lead currently remains in use as all other parameters are stable. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: rvdr01 ipg, implanted: (B)(6) 2011. (B)(4).